Event description:
Incident details surrounding event. Stapler malfunction midway during usage. Follow-up initiated for additional information. Follow-up response- was there patient involvement on the reported condition? Yes, it happened during surgery. Stapler malfunction during surgery. Was there any adverse effect as a result of reported condition? No. Was there any additional medical attention? No. Sutures were used instead of stapler. What procedure was the physician performing? Breast reduction. Did the physician perform any extra step to complete the procedure/how did physician complete the procedure/was there any fragment left in the patient? Yes. Sutures were used instead of stapler. Was there any significant delay as result of the reported condition? 30 minutes delay? Yes. 15 minute delay.

Manufacturer narrative:
Coopersurgical inc is currently investigating the reported condition.

Event description:
Incident details surrounding event stapler malfunction midway during usage. Follow-up initiated for additional information. Follow-up response: was there patient involvement on the reported condition? Yes, it happened during surgery. Stapler malfunction during surgery. Was there any adverse effect as a result of reported condition? No. Was there any additional medical attention? No. Sutures were used instead of stapler. What procedure was the physician performing? Breast reduction. Did the physician perform any extra step to complete the procedure/how did physician complete the procedure/was there any fragment left in the patient? Yes. Sutures were used instead of stapler. Was there any significant delay as result of the reported condition? 30 minutes delay? Yes. 15 minute delay. 1216677-2022-00050-1, insorb 30 stapler 2030, e-complaint-(B)(4).

Manufacturer narrative:
Investigation: initiated manufacturer's investigation : no sample returned. Review DHR. Analysis and findings : distribution history: the complaint product was purchased from epc on (B)(6) 2021 and sold on (B)(6) 2021. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. There were additional instances of the staplers not firing or ceasing to function before all the staples were used. The root causes could not be determined. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Although no product was returned under this complaint and RMA 328754, a single stapler from this lot was returned by the same customer referencing complaint# (B)(4) and RMA (B)(4) for a similar malfunction. Despite being soiled with dried blood, and after wiping off as much blood as possible, when the handle was engaged the stapler successfully fired 3 additional staples before dry-firing. It could not be determined how many total staples had been used or if the stapler was empty due to the blood in the groove. The complaint condition could not be confirmed. Root cause: root cause n/a as the complaint condition could not be confirmed. Corrective actions: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No.